Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears. The caller acknowledged and understood the instructions given.